Manufacturer narrative:
H4: the lot was manufactured between october 19, 2023 - october 20, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set with duo-vent spike leaked from the port connection site while priming the tubing with normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.